Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using three prostyle after a left lower extremity intervention using a 7f sheath. Reportedly, calcium was on the posterior wall of the vessel. A cuff miss [suture retrieval] issue was noticed for all three devices. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle devices referenced are being filed under separate medwatch report numbers.